Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was mildly tortuous and 95% stenosed. During advancement of the mini trek, it was noticed that blood coming was back on the shaft. When the device was removed, there was a hole proximal to the rapid exchange port (hole in shaft). There was no reported adverse patient effect and no clinically significant delay in the procedure. Another balloon was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported leak was confirmed. The reported hole proximal to the rapid exchange port was unable to be confirmed; however, the noted tear in the guidewire exit notch is what likely was perceived as the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.